Event description:
The doctor reported the tip of a cavitron insert broke off in a patient's mouth during a dental procedure. It was thought that the patient may have swallowed the tip and was referred for x-ray, however, the patient declined. There was no report of injury to the patient or any follow-up information available at the time of this report.